Event description:
The end user was ambulating outside. He reported that one crutch bent, causing him to fall. He sustained a fractured wrist and torn ligaments in his shoulder.

Manufacturer narrative:
The end user reported that he was walking on concrete towards his car. He states that the crutch bent outward and he fell, fracturing his wrist and tearing ligaments in his shoulder. The sample was not returned for evaluation. No photos were sent for review. The issue has not been confirmed and a root cause has not been determined. No trend exists for this product or this issue. However, due to the reported wrist fracture, this medwatch is being filed.